Event description:
It was reported that a malfunction occurred when the customer was performing the load process on the mobi app. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Consequently, technical support arranged to send a replacement pump, provided instructions for returning the defective pump, and ensured the customer understood how to manage the transition. The customer reverted to an alternate method of insulin therapy.